Event description:
Pt reported that one hour after injection in the brow and cheeks with one syringe of juvederm, they experienced anxiety attacks. Two days later, the pt started to get tightening of the chest, trouble breathing, anxiety, and pressure in the face. Pt stated that they are still sick with intense headache and sinus pressure, and was in bed with muscle weakness, "respiratory weight loss," confusion, pressure in cheeks, dizziness, "spaciness," and blurred vision. Pt stated that they are still experiencing "extreme muscle pain which interferes with daily activity, as they are no longer able to exercise the way they used to." Pt also noted that they have "no relief and is not able to go to work.: pt has been treated with xanax, z pack, "inhalers," and a "nasal spray," symptoms are ongoing.

Manufacturer narrative:
.

Event description:
Patient reported that one hour after injection in the brow and cheeks with one syringe of juvederm&#60192;they experienced anxiety attacks. Two days later, the patient started to get tightening of the chest, trouble breathing, anxiety, and pressure in the face. Patient stated that they are still sick with intense headache and sinus pressure, and was in bed with muscle weakness, "respiratory weight loss," confusion, pressure in cheeks, dizziness, "spaciness," and blurred vision. Patient stated that they are still experiencing "extreme muscle pain which interferes with daily activity, as they are no longer able to exercise the way they used to." Patient also noted that they have "no relief and is not able to go to work." Patient has been treated with xanax, z pack, "inhalers," and a "nasal spray." Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of tightening of the chest, trouble breathing, anxiety, pressure in the face, intense headache, sinus pressure, muscle weakness, "respiratory weight loss." Confusion, pressure in cheeks, dizziness, "spaciness," blurred vision, "extreme muscle pain which interferes with daily activity, as they are no longer able to exercise the way they used to," and "no relief and is not able to go to work" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in >5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by lesser than but equal to 5% of subjects included ache, acne, bulge, bumps, cheek larger upon walking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device - and injection related adverse events occurring in lesser than but equal to 1% of subject included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), amss (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the united states since 2005, and juvederm voluma with lidocine has been marketed outside the united states since 2009. As of (B)(6) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocine with a frequency of greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."